Event description:
It was reported that stent dislodgment occurred. Following deployment of a 3.00 x 16mm synergy xd drug eluting stent in the ostial circumflex artery, a 3.00 x 32mm synergy xd stent was introduced. The 3.00 x 32 stent embolized in the left anterior descending artery (lad) and became entangled in the 3.00 x 16mm stent and when the embolized stent was removed, both stents came out together. The lad was pre-dilated. Two synergy xd stents were implanted overlapping in the mid and proximal lad and another synergy xd stent was implanted in the ostial circumflex to complete the procedure. There were no patient complications reported.